Event description:
Patient was 4 weeks post-operative from acl reconstruction. He was coming down a set of stairs when the hinge gave way as he stepped down on his left foot. His knee hyper-extended and his patella broke.